Manufacturer narrative:
The reported events of infection and pocket erosion were unable to be confirmed by analysis. The product was returned, and visual inspection was normal. Final analysis found the cause of infection could not be traced to the device. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented at the hospital with signs of redness, infection, and erosion at the device pocket site, and was experiencing atrial fibrillation after suffering a fall. Pre-procedural evaluation revealed that the right atrial (ra) lead demonstrated elevated pacing impedance, reduced sensing, and loss of capture. Additionally, the ra lead had eroded through the tissue and became dislodged, causing patient discomfort. As a result, the full implantable cardioverter defibrillator (ICD) system was explanted. The patient remained in stable condition throughout the procedure.